Event description:
It was reported that the ilet experienced water exposure at a waterpark, after which the device entered a continuous restart loop consistent with fluid ingress and hardware malfunction. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included review of the event narrative and troubleshooting guidance, with arrangement for replacement and return of the affected device for further assessment. Investigation of this device revealed a device malfunction attributed to liquid damage affecting internal components. It was concluded that the cause was environmental exposure to liquid leading to device failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.